Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test(s)". The patient's medical history included gastritis, irritable bowel syndrome, knee arthroscopy, sleep loss, stomach pain, burning sensation, spinal pain, abdominal pain, migraine, polycystic ovary, cervical smear normal, gravida ii, photophobia, phonophobia, nausea, irritable bowel syndrome, allergy, carpal tunnel syndrome, acute sinusitis, allergic rhinitis, nasal turbinate hypertrophy, insomnia, hemorrhoids, constipation, abdominal pain lower, numbness, endometriosis, vomiting, neck strain, fibromyalgia, vitamin d deficiency, asthma, urinary tract pain, flank pain, shortness of breath and major depression. Previously administered products included for an unreported indication: microgestin, hydrocodone-acetaminophen, promethazine and ketorolac tromethamine. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and ibuprofen (motrin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder "), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (abdominal hysterectomy with bladder dilation, salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage, female sexual dysfunction, bladder disorder, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2008: respiratory mucosa with chronic iiflammation, and underlying bone. Clinical data: chronic sinusitis. Deviated nasal septum.; on (B)(6) 2012: endometrium, biopsy - benign endometrium showing mixed phase pattern with areas of weakly proliferative atrophic pattern and a focus of secretory change. - scant fragments of benign endo cervical epithelium - no evidence of hyperplasia or malignancy. Concerning injuries reported in this case the following ones were confirmed in patient medical records: vaginal bleeding, menorrhagia, dysmenorrhea (cramping), painful intercourse and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure stop date newly added. New events were added: abnormal bleeding vaginal, menorrhagia, apareunia (inability to have sexual intercourse); bladder disorder, urinary tract disorder, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue and she did not undergo essure confirmation test(s). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.